Event description:
It was reported that during an ablation procedure, the rotalink catheter got stuck in a catheter. Vascular access was obtained through the femoral artery. The 70% stenosed and de novo lesion was located in the severely calcified and tortuous right coronary artery (rca). Upon completion of 3 rotablation cycles, flush issue was encountered and the 1.50mm burr became stuck in another manufacturer's large lumen guide catheter and an unspecified guide wire. The physician retrieved the entire system without any incident. The procedure was completed with another of the same device. The patient's status was reported as "stable".

Manufacturer narrative:
(B)(4).